Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient¿s pump cable. Additionally, discoloration of the pump cable inline connector bend relief was also observed. A specific cause for the damage and discoloration could not be conclusively determined through this evaluation. The submitted images showed damage to the outer jacket of the pump cable, exposing the underlying armor layer. The bionate layer also appeared to be exposed at one location; however, the underlying bionate layers appeared to remain intact. Additionally, the pump cable inline connector bend relief also appeared to have a yellow discoloration. The controller event log file contained events from 11apr2026 through 14apr2026. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the kevlar reinforcement within the pump cable was exposed. A portion of the cable had been secured with rescue tape; however, additional imagery indicated that the kevlar was no longer intact. Log files were submitted for review, which confirmed that despite the observed driveline damage, the system continued to function as intended. The damaged area of the driveline was covered and reinforced with multiple applications of rescue tape.